Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 5.3, lab: 8.0. Date: (B)(6) 2012, inratio: 1.6, lab: 4.9. Time elapsed between each method of testing is fifteen to twenty-five minutes. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result with lab result, provided by end-user at the time the complaint was filed: date: (B)(6) 2012, inratio: 1.6, reference: 4.9, mean: 3.25, confidence limits: 1.9-4.6. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User also reported results from inratio and lab testing on (B)(6) 2012, both was over 5.0. "Results exceeding an inr of 5.0 generally have reduced trueness, precision, and linearity for poc and laboratory based pt testing." These results are not considered discrepant within the context of the documented variability for inr testing because results this high lose reliability. The accuracy of results this high cannot be reliably measured by inratio or any other established method. User reported pt has liver dysfunction. Per product insert, "liver disease, congestive heart failure, thyroid dysfunction and other diseases or conditions can affect the action of oral anticoagulants and the inr value." User reported the pt was taking painkiller medication at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (antibiotics and pain relievers) can affect the action of oral anticoagulants." In-house therapeutic donor testing has been performed on reported lot# 273314. Results as follows: donor 1, inratio: 3.0, inratio: 3.1, inratio: 3.6, reference: 3.48, %cv: 9.94. Donor 2, inratio: 2.7, inratio: 2.6, inratio: 2.5, reference: 2.50, %cv: 3.85. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Root cause could not be determined. Review of complaint revealed pt has conditions which may affect test results. No product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). No corrective action required at this time as no product deficiencies was established.